Event description:
It was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer reverted to using an alternate pump for insulin therapy until the replacement pump arrived.